Event description:
It was reported that an asymptomatic patient was presented in the operating room for a device change out due to normal eri. It was noted that rv lead noise was previously observed, and the lead have been monitored since then. The lead was explanted and discarded afterwards.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.